Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer received multiple intermittent minimum fill notifications. The customer filled a cartridge with 200 units of insulin. The customer's blood glucose reached 470 mg/dl. The customer had manual injections for insulin therapy.